Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the phacoemulsification tip was bent and priming failure occurred before cataract surgery with intraocular lens implantation. The procedure was completed by replacing the product with new one. There was no information about patient impact.

Manufacturer narrative:
Additional information provided in d.9., h 3., h.6., and h.11. One opened phacoemulsification tip with a wrench was received for the report. The returned sample was visually inspected and was found to be non-conforming with phacoemulsification tip bent at the cone to cannula transition area. The phacoemulsification tip was functionally tested for thread check and was found to the conforming. The phacoemulsification tip was then functionally tested for occlusion flow check and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The returned sample is visually non-conforming with the phacoemulsification tip bent; therefore, a bent phacoemulsification tip was confirmed; however, how and when the phacoemulsification tip became bent could not be determined. Most likely root cause is handling during placement of the phacoemulsification tip onto the handpiece. The phacoemulsification tip was conforming for all functional tests performed; therefore, the reported issue of priming issue occurred could not be determined. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the phacoemulsification tip cannula bent exhibited on the returned opened sample, is removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).